Event description:
Revision surgery - due to the replacement spacer block not engaging the tibial baseplate; the molly bolt eventually broke off and had to be cemented into place.

Manufacturer narrative:
The reason for this revision was the spacer block would not engage the tibial baseplate. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was left in the patient and not made available to djo surgical for examination. The device history record shows the spacer block was reprocessed on an return product receipt and was released from djo surgical manufacturing on may 2, 2012. A review of the product complaint report history showed this is the first complaint against the incident spacer block. A definitive root cause for the spacer block not engaging the tibial baseplate cannot be determined. Factors that can contribute to a spacer block not engaging properly include misalignment, debris, deformation of the locking feature tangs (either causing excessive or insufficient interference), insufficient impaction force, and/or excessive installation torque of the locking screw. There is no evidence a design or manufacturing problem contributed to the engagement issue. : left in patient.